Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response (atr) episodes due to noise oversensing. Technical services (ts) reviewed the device data and discussed reprogramming options. The ICD remains in service. No adverse patient effects were reported.